Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a bag during peritoneal dialysis therapy. The bag was connected to a capd disconnect y-set for therapy. The specific location of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a hole in the shiny side of the bag with excess solvent identified on the bag port. Functional testing was performed and a leak was observed through the hole in the bag. The reported condition was verified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.